Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage. The struts from the mid-section to the distal end were stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was selected for use. However, a damage was noticed on the stent upon removal from the protective hoop. There was no resistance met when taking it out from the hoop. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was selected for use. However, a damage was noticed on the stent upon removal from the protective hoop. There was no resistance met when taking it out from the hoop. The procedure was completed with a different device. No patient complications were reported.